Manufacturer narrative:
The subject otv-s190 was returned to olympus for evaluation. Olympus checked the log of the subject device, then it was confirmed that there were errors generated 2 times of error code e216 and 4 times of error code b30. Olympus performed the checks after combining the subject device with the hd autoclavable camera head olympus ch-s190-xz-e(s/n (B)(4)) that was returned with subject device; however, the reported event was not reproduced. Since the event was not reproduced, the exact cause has been unknown. There was a possibility that the reported errors occurred due to temporary communication failure between the otv-s190 and the camera head. The instruction manual of the otv-s190 states the corresponding method in case of an abnormality.

Event description:
During the unspecified procedure with the otv-s190 and the ch-s190-xz-e, the noise occurred in the endoscopic image displayed on an unspecified monitor and the error code e216 was displayed. The user turned off the subject device, and re-turn on. And the user checked the connector. But the endoscopic image turned green and the error code b30 was displayed. The error codes (e216 and b30) have referred to the scope communication error. The user replaced the subject otv-s190 and the ch-s190-xz-e with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".